Manufacturer narrative:
(Continued) 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication with the scs ipg and external devices. The patient stated she had not recharged the device since 2011. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy resumed post-operative.